Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead exhibited possible intermittent undersensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead had been repositioned due to the poor p waves and had also subsequently exhibited undersensing again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.